Manufacturer narrative:
It was reported that the patient was hospitalized for two weeks with severe grade two burns and had two retinal detachment surgeries. The patient has required more than 10 debridement procedures and psychiatric consultations. The patient reported that the doctor did not explain the risk of the combined treatments for ulthera and thermage. According to the instructions for use, general anesthesia is not recommended for either treatment. The thermage manual recommends all anesthetic substances on the skin surface shall be removed prior to treatment to allow the patient to provide feedback to the doctor about the intensity of the treatment. It was also reported that the doctor doubled the recommended energy levels and did not conduct the necessary precautions for the ulthera eye treatment. The identity and manufacture of the system used in treatment has not been confirmed. The investigation is ongoing.

Manufacturer narrative:
The identity and manufacture of the system used in the treatment has not been confirmed. The investigation is pending.

Event description:
A doctor in (B)(6) reported that a patient came to their clinic with burns and blisters about the face, jawline and neck. It is reported that the patient told the doctor she had received thermage and hifu treatments at another clinic. The treatments were performed on the same day while the patient was under general anesthesia. Additional information regarding the details of the treatment and the patient status have been requested.

Manufacturer narrative:
It was reported a patient experienced blisters on the whole face after being treated with a combination of thermage cpt and hifu energy device (ultera). The clinic where this event occurred was not our client according to reports in taiwan. It was reported the patient was under anesthesia and treated with treatment level 6. No products or additional information was provided from this treatment. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The safe and effective use of theramge cpt depends on factors solely under the control and training of the operator. The thermage cpt system must be operated only by trained and accredited users. The thermage system should not be used adjacent to or stacked with other (non-solta medical) equipment as this can result in unsafe treatment conditions. The thermage cpt system is designed to reduce the likelihood of the occurrence of unsafe conditions, such as burns, by alerting the operator with error codes. During treatment, the patient should never be sedated or anesthetized as patient feedback regarding their perception of heat or discomfort during the procedure is an essential input to guide the user in determining safe and effective treatment levels. The thermage user manual states, the optimal treatment level for a given patient will be based on direct feedback from patient about his/her perception of heat and comfort level. No system information or any products were returned for evaluation. The patient was treated with a combination of thermage cpt and hifu energy device (ultera). The thermage system should not be used adjacent to or stacked with other (non-solta medical) equipment. It was reported the patient was sedated or under anesthesia during treatment. The patient should never be sedated or anesthetized as patient feedback regarding their perception of heat or discomfort during the procedure. Based on the available information, this treatment was performed in an off-label manner that resulted in unsafe treating condition for the patient. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. The investigation is complete.